Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-may-2026, a sales representative reported via email that an ar-8978p dx swivelock sl with forked eyelet broke during insertion into bone. The issue was identified during a thumb ucl procedure performed on (B)(6) 2026. A replacement anchor was opened to complete the procedure. No patient harm was reported. Additional information was received on 19-may-2026: the affected implant was removed and all detached fragments were retrieved. A ar-1530bc biocomposite tenodesis screw with handled inserter (3 x 8 mm) was utilized to complete the procedure. There was no delay to the surgery and no additional anesthesia was required.